Manufacturer narrative:
Review of the provided analyzer alarms found aspiration related errors. Based on these errors and the contamination found by the field service representative, a sample related, preanalytic root cause was indicated. The provided calibration data confirmed good performance of both ise units of the analyzer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received and reported out questionable ise indirect na, k, ci for gen.2 sodium results. The results for six patient samples were then questioned by the physician. Of the data provided for four patient samples, only the results for two patient samples were discrepant. The samples were repeated on (B)(6) 2017. Patient 1 initial result was 153 mmol/l and repeat result was 144 mmol/l. Patient 2 initial result was 149 mmol/l and repeat result was 143 mmol/l. This patient was a (B)(6) female born on (B)(6) 1960. The customer stated the samples were also repeated on another c8000 ise module and had similar results to the repeat results generated on the original analyzer. Therefore customer believed the repeat results to be correct. No specific data was provided. The patients were not adversely affected. The electrode lot number and expiration date were requested but were not provided the field service representative found there was a restricted flow path and contamination. He cleaned the entire ise flow path and the sipper nozzle. He ran ise checks with no errors and ran precision testing with results within specifications. The customer calibrated both ise modules and ran qc with all results within the acceptable range.